Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heart start xl+ device indicating that there was an ECG failure. The device was evaluated by a philips asp (authorized service personnel), and it was determined that the ECG leadset needed to be cleaned. Once cleaned, the device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time.